Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged headaches, cough, sleep dysfunction. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found unknown white and black contamination (dust-like) at the air input of the blower box. Dust-like contamination on top of the blower motor and the blower motor seal. Potential mineral deposits or dried liquid spots on the bottom of the blower motor and on the bottom of the blower box, indicating potential water ingress. Slight black contamination, consistent with keratin, at the air outlet of the blower box. Tiny unknown black and white specs of contamination on the bottom the blower box. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no errors. The device was applied power and the device operated properly. Manufacturer concludes multiple contaminations of dust, black contaminant, black and white specs, keratin found were external to the device and mineral deposits or dried liquid spots and liquid ingress consistent with blower box. The manufacturer concludes there was no evidence of sound abatement foam degradation.